Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that latch needs to be adjusted. A field service technician, cleaned latch sensor and adjusted latch catch on drawer 2.1 to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system drawer keep jamming. The customer stated that the malfunction caused a delay in accessing medication. There were no adverse events or injuries reported based on this incident.